Event description:
Per the clinic, the patient was placed under general anesthesia to remove implant and abutment on (B)(6) 2021 due to skin overgrowth and subsequently administered with oral postoperative antibiotic (date and duration not reported).